Event description:
It was reported that during a hiatal hernia procedure, original surgery in 2004 was for hiatal hernia repair during which the suture assistant was used. The pt required a second surgical procedure 2 days later. During that surgery the suture assistant was also used. Also during the second surgery, what might be the top jaw of a suture assistant reload was found in the area of the pt's stomach. (The need for the second surgery was not caused by the part found in the pt). No pt consequence.